Manufacturer narrative:
Immucor technical support reviewed a fax copy of the instrument test report in question on 13sep2017. An immucor employee visited the customer site and reported the event.

Event description:
On (B)(4) 2017, an immucor employee visiting a customer site reported to immucor technical support an unexpected negative antibody screen when tested on a galileo echo.